Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 23430ui00 was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median results are comparable with other lots in the field and within established baselines confirming no systemic issue. Based on the investigation, no systemic issue or deficiency of architect stat high sensitive troponin-I lot number 23430ui00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a discrepant architect stat high sensitive troponin-I result was generated for a patient (sid (B)(6)) tested on (B)(6) 2021. The initial result was 199.8 ng/l (positive) and the repeat results were 1.6 and 1.8 ng/l (negative). Additional occurrences of imprecision were observed. It is unknown whether any of these results are considered to be false positive. Sid (B)(6): 148.5 ng/l, repeat 22.5 ng/l on a different analyzer on (B)(6) 2021. Sid (B)(6): 93.8 ng/l, repeat 150.1 ng/l and 113.3 ng/l on a different analyzer, then 107 ng/l on the same analyzer on (B)(6) 2021 sid (B)(6): 49.2 ng/l on (B)(6), 2021, no repeat results provided. Sid (B)(6): 49.4 ng/l on (B)(6) 2021, repeat 59.7, 56.0, 57.0, 230.2, 2410.6 ng/l on the same analyzer on (B)(6) 2021. Repeat 71.9, 440.8, 1368.2 ng/l on a different analyzer. Sid (B)(6): 541.2, 370.5, 117.3 ng/l on (B)(6), 2021, repeat 175.7, 210.7, 180.0 ng/l on a different analyzer. Sid not provided: 418.5 ng/l, repeat 54.4 ng/l on a different analyzer, then 63.7 ng/l on the same analyzer on (B)(6) 2021. No impact to patient management was reported.